Manufacturer narrative:
D4 and h4 - lot number was identified in the course of investigation. Lot number, date of manufacture and date of expiry has been populated based on this information. UDI has been corrected. G1 has been updated to reflect a change in personnel. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review. Investigation is summarized as follows: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 522128. Complaint history review a lot specific complaint review was performed to identify similar complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 522128 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result when running their alinity m resp-4-plex assay on the alinity m instrument. The customer stated that after completion of a technical service bulletin (tsb), they believed they had one false positive, but not sure how. One of the in house true patient samples (known to be negative) resulted as a high positive on the alinity m. The customer ran the same sample on a separate non-abbott instrument, and the sample also came back as positive. Customer did environmental swabs on the alinity and work area, however all were clean. The customer was unsure how the sample became positive. There was no report of impact to patient management due this observation. This report will be ran as a worst case scenario of a false positive event.